Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she was recently implanted. The patient reported that they programmed her device on (B)(6) 2018 and it was working till this morning. The patient reported that she was at 8.5 and this morning she noticed she couldn¿t feel stimulation at all. The patient checked and made sure the ins was on and she was at 8.5. The patient had to increase to 11 in order to feel anything. The patient had not changed any settings. The patient denied having falls/traumas. This was noted to be a sudden change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient thought that the circumstances that led to not feeling stimulation was there was a possible programming issue. The patient said they upped the power from 8.5 to 11.5 and the issue was kind of resolved; the patient clarified that they were feeling stimulation but they were not getting relief anymore. No further complications were reported/anticipated.